Event description:
It was reported that this implantable pacemaker recorded frequent ventricular tachycardia (vt) episodes the end of last month. The stored electrograms (egms) showed false ventricular tachycardia detection due to t wave oversensing. Further review of programmed parameters was recommended. The battery status is normal, and the lead parameters are satisfactory. The device and lead remain in service. No adverse patient effects were reported.